Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07302, 0001822565 - 2017 - 07304. Concomitant medical products: 00801803202 femoral head 61829222; unknown part/lot, femoral stem; unknown part/lot, acetabular liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address right side pain, wear, and metallosis like symptoms. Alval and corrosion were identified intra-operatively. No other information has been provided at this time.